Event description:
A hospital in (B)(6) reported that the gas inlet valve of an rd900 infant resuscitator was broken. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint neopuff is not expected to be returned for investigation. However, the complaint device has been assessed by a qualified technician at our (B)(4) office and he has provided photographs showing the damage to the device. Results: the photographs showed a crack in the gas inlet port where it attaches to the manifold. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. It is most likely that the damage to the neopuff gas inlet port was due to impact. The neopuff technical manual states the following: "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient." A new neofuff has been supplied to the customer.